Event description:
The customer reported the system's monitor displayed an image that constantly rotated. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A pin was replaced in the lemo connector. The system was then found to be operating as intended.